Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter would not power on with the power button or with a test strip insertion. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.